Manufacturer narrative:
Csi was made aware of this event via a physician presentation in november 2019, however it was inadvertently not reported to the departement responsible for regulatory reporting until february 2020. We apologize for the delay in the submission of this report. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The diamondback coronary orbital atherectomy system instructions for use manual states that slow flow is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
Following multiple treatment passes to a heavily calcified lesion with the coronary orbital atherectomy device (oad), slow flow occurred in the diagonal. The slow flow resolved without additional intervention. The lesion was re-wired with a non-csi guide wire and dilated with a 2.0 mm balloon. Per the physician, due to the calcium and plaque burden in the vessel, slow flow was not an unanticipated outcome of this treatment.